Manufacturer narrative:
No device was returned for testing, retained lot number 58214a was investigated for needle clogging and no abnormality was found.

Event description:
End user reports that when removing insulin syringe item number 830165 lot number 58214a from the skin tissue after injection, the syringe has a feeling of resistance and pressure. The resistance was described to be similar to incorrectly depressurizing a vial of medication and creating a vacuum. End user did not wish to disclose the type of medication used with the insulin syringes.

Manufacturer narrative:
Initial trend analysis for lot 52814a was conducted, no malfunctions were found. This is the only complaint for lot 52814a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that when removing insulin syringe item number 830165 lot number 58214a from the skin tissue after injection, the syringe has a feeling of resistance and pressure. The resistance was described to be similar to incorrectly depressurizing a vial of medication and creating a vacuum. End user did not wish to disclose the type of medication used with the insulin syringes.